Event description:
Shortly after having breast implants (allergan, natrelle 410ff highly cohesive silicone filled), I started having medical problems. I was diagnosed with hypothyroidism and had to be placed on medication. I was then diagnosed with high blood pressure and had to be placed on blood pressure medications. Furthermore, I have suffered from migraines as well. In addition, after having lasik surgery and having great vision, I now have to wear glasses while driving. All of this has occurred following receiving implants. I ended up in the ER in (B)(6) 2019 due to racing heart and extremely high blood pressure. Xray and EKG all returned normal. Blood pressure medication started. FDA safety report ID# (B)(4).